Event description:
Procedure type: lap chole. According to the reporter: retaining pin fell out of the device, and on to the procedure table. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/03/2007.